Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d10, h2, h3, h6, h10. Visual inspection of the returned product noted the tip is fractured confirming the complaint. A microhardness was checked and noted the product is conforming to specifications. The product was manufactured on aug 22, 2010, and therefore had possibly been in the field for approximately 9 1/2 years. The product exhibits use/ damage. A review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during use and the piece fell onto the floor with no impact to the patient. No further information is available at the time of this reporting.